Event description:
It was reported that this implantable lead exhibited a shock impedance of 115 ohms. Review of shock impedance data and recommendations were requested for this patient. A boston scientific technical services consultant assessed data for the past ten years and identified evidence of a gradual rise over the last year. The consultant provided programming options if clinically appropriate for the patient and stated that if the measurements exceed 150 ohms, a lead revision may need to occur due to the increased potential for the high impedance to reduce shock efficacy. The lead remains in service and no adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific and physical analysis could not be conducted. Investigation of the available information/data determined that the observed gradual rise in lvsi measurements was likely associated with calcification, as there was no conclusive evidence of compromised physical or electrical integrity of the lead. This condition may develop over time and can be reflected in a gradual and sustained increase in shock impedance measurements. Boston scientific issued a field safety notice to physicians in july 2025 regarding the potential for reliance defibrillation leads with expanded polytetrafluoroethylene (eptfe) coating to exhibit a pattern of gradually increasing lvsi measurements due to calcification, which may result in elevated high voltage shock impedance (hvsi) measurements and reduced shock efficacy.